Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The root cause is attributed to a component failure. An additional finding not reported by the site was also identified. The instrument was found to have blade damage. Both blade edges were indented, which prevented the blades from closing. The root cause of this failure is attributed to mishandling/misuse. A review of instrument logs was performed. The mega suturecut needle driver (part # 471309-15 / lot # k10210726-0130) instrument was last used on (B)(6) 2022 on system (B)(4) for a paraesophageal hiatal hernia procedure. The alleged event occurred on the 10th use of the instrument. No image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the mega suturecut needle driver instrument broke and a fragment fell inside the patient during a da vinci assisted hiatal hernia ,paraesophageal surgical procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported during a da vinci-assisted paraesophageal hiatal hernia procedure that the mega suturecut needle driver wire was stripped off the instrument and fell in the patient. The fragment that fell into the patient was retrieved during the same procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.